Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which confirmed that the device had a sticking trigger. It was found that debris was lodged in the trigger assembly causing it to stick in the run position. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that when the small battery drive device was connected, it would not stop running. During in-house engineering evaluation, it was observed that the trigger was sticking. It was reported that there was no delay to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event is unknown; however the reporter stated that the event occurred in the month of august 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.